Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system was extracted due to infection. There was a hematoma in the pocket due to blood thinners. Also pus from the xiphoid incision was noted. The patient was doing fine and there were no additional adverse patient effects reported.